Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4(tm) platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.